Event description:
User facility reports incident of a leak in the pump segment tubing found approx. 1 hr, 20 mins into hemodialysis treatment. Ebl = 183 cc. Pt c/o chest pain and coughing; chest x-ray was taken and found to be negative for air emboli. No further medical intervention was performed and pt was released in stable condition.